Manufacturer narrative:
B5: upon follow up it was reported the day after the peritonitis diagnosis, the patient was hospitalized and began treatment with an intraperitoneal (ip) injection of vancomycin (1gm every fifth day) and ip injection of fortum (1 gm per day) for the peritonitis event. On an unknown date, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome and action with pd therapy was not reported. No additional information is available.